Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, during removal of the prostyle device, the distal sheath and the footplate broke off in the artery. It was not separated as it was held together by the actuator wire. The physician pulled the device safely out, which was removed as a single unit. Resistance was noted during advancement of the prostyle device into the patient anatomy. The pre-close technique was abandoned. Surgical cutdown with manual suturing was done to achieve hemostasis. There were no reported adverse patient sequelae. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a sheath and foot break include, but not limited to: challenging anatomy (patients with femoral calcium which is fluoroscopically visible at the access site), high angle of insertion or excessive downward force. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.